Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine made a sound, shut down and had smoke coming from the back of it. Follow-up information with the hd nurse revealed that the event occurred after the initiation of the patient's hemodialysis (hd) treatment. The patient was removed from the device and set up with a new machine. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The patient¿s estimated blood loss (ebl) was noted as being approximately 100ml. The machine was removed from service. Following the event, the machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res removed all cards, the power supply and distribution cover in order to inspect for the cause of smoke. The res did not find any sign of cause of reported smoke. The machine was ran on a one hour test dialysis treatment without any issues identified. There was no damage identified to any of the machine boards or wires. The device passed all tests and functioned as intended.

Manufacturer narrative:
Plant investigation: the machine was evaluated on-site at the user facility by a fresenius regional equipment specialist (res). The res removed all cards, the power supply and distribution cover in order to inspect for the cause of smoke. The res did not find any sign of cause of reported smoke. The machine was ran on a one hour test dialysis treatment without any issues identified. There was no damage identified to any of the machine boards or wires. The device passed all tests and functioned as intended. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework identified during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.